Manufacturer narrative:
The mlx 300 xenon lightsource w/australian power cord (00mlxau) has been returned for evaluation. Device history record (DHR)- a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause - a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue, lamp failure.

Event description:
It was reported that the xenon lightsource (00mlxau) blows fuses. It looks like the power supply board may have problems. It is unknown under which circumstances this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.